Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history (lot) a review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm4133505 was released in two batch. . Batch 1: lot qty of (B)(4) units were released on 07 jul 2014 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on 10 jul 2014 with no discrepancies supplier # seabrook medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: I would like to log some damaged items at (B)(6) hospital which will need replacing. I have requested already by funnel of life ¿ fid numbers included below. 2x expedium mmsi final tightener: business unit: depuy synthes spine. Date j&j became aware: 05/06/2023. Date of event: (B)(6) 2023. Name of reporter: (B)(6). Brand name: expedium 5.5 . Product name: mmsi final tightener. Product code: 279712600. Lot number: gm4660701, gm4133505. Both final tightener driver-interfaces have stripped and no loner engage in the set screws. Not able to complete final tightening using these shafts. Noticed in theatres yesterday (B)(6) 2023. Used viper prime final tightener construct on this occasion, therefore no adverse outcomes to the patient or procedure, no delays incurred in theatre. Items not available for return ¿ disposed of. No legal action, no adverse event. Fid: fid50865. (B)(4) is related to (B)(4). This report is for one (1) x25 final tightener. This is report 1 of 2 for complaint (B)(4).